Manufacturer narrative:
Evaluation of the returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through a demonstration lantern without an issue. Further evaluation revealed pusher assembly kinks. This damage may be incidental to the reported complaint. Evaluation of the returned lantern confirmed kinks and revealed ovalizations along the distal shaft. If the lantern is forcefully pinched or gripped during use, or is otherwise manipulated against resistance, damage such as this may occur. During functional testing, resistance was experienced while attempting to advance the returned pod8 through the lantern due to the ovalization, and the pod8 could not be advanced any further. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00679.

Event description:
The patient was undergoing a coil embolization procedure in the proximal left internal iliac artery and the left common iliac artery using pod coils, a lantern delivery microcatheter (lantern), a non-penumbra angled catheter, a sheath, and a guidewire. During the procedure, the physician advanced a lantern over a guidewire into the common iliac artery. Then, while partially advancing a pod coil into the lantern, the physician experienced resistance. Therefore, the pod coil was removed. The physician then rinsed the pod coil in saline prior to re-sheathing it. Next, the lantern was flushed and then the physician attempted to re-advance the same pod coil. However, the same issue occurred. The physician experienced resistance and the pod coil partially advanced into the lantern. Therefore, the pod coil and lantern were removed. Afterwards, the scrub technologist flushed the lantern and found thrombus had formed inside the lantern. It was also reported that the physician believed this was the cause of resistance. However, the distal end of the lantern and pod coil showed kinks from the repeated attempts to deliver the pod coil. The procedure was completed using a new pod coil and a new lantern. There was no report of an adverse effect to the patient.